Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not heating, the user claimed it cooled the patient too quickly, the data showed heating issues and a possible overfill scenario, after draining the system and refilling it was clear that it was overfilled and heated above 30 degrees, biomed was running a calibration before returning it to the floor, system hours were 339.6. Second call same day, nurse stated they have a neonate on the device. The patient temperature keeps dropping and the device was not warming the patient. Nurse provided sn # (B)(6) and confirmed targeted temperature (tt) was 33.5c, patient temperature (pt) was 29.8c, water temperature (wt) was 14c. Diagnostics, outlet monitor temperature (t1) was 13.8c, outlet control temperature (t2) was 14c, inlet temperature (t3) was 14.1c, chiller temperature (t4) was 7.6c, water flow rate (wfr) was 0.8 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 66 percentage, water reservoir level (wrl) was 5. Nurse stated they were told water was added but they think it was when therapy was initiated. Walked nurse to event log, alarm 15(unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic) were from when therapy was initiated. Since then, they have received alarm 10 (patient temperature 1 below 31c) and 11(patient temperature 1 below low patient alert). Patient temperature continuing to drop while on the phone, patient temperature (pt) was 29.4c. Nurse had overhead heat on patient, nurse turned up slightly to help patient temperature. Had nurse stop therapy and walked through placing device in manual control at 40c. After 15 minutes, water temperature (wt) was 16.1c, water flow rate (wfr) was 0.9-1 l/min, heater command (hc) was 81-84 percentage. Walked nurse through emptying pad and disconnecting, restarted manual control. After 10 minutes water temperature (wt) remained at 15c, heater command (hc) was 100 percentage, water flow rate (wfr) was 1.7 l/min. Informed nurse to send this device to biomed labelled not heating. They do not have another arctic sun machine; nurse will swap to an alternative therapy method.

Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed user related. The root cause of the reported issue is due to the device being overfilled. The user claimed it cooled the patient to quickly, the data showed heating issues and a possible overfill scenario. After draining the system and refilling it was clear that it was overfilled and heated above 30 degrees, biomed was running a calibration before returning it to the floor, system hours were 339.6. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use is found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: to replenish the internal arctic sun cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. Connect the fill tube. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun temperature management system cleaning solution to the second liter of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not heating, the user claimed it cooled the patient to quickly, the data showed heating issues and a possible overfill scenario, after draining the system and refilling it was clear that it was overfilled and heated above 30 degrees, biomed was running a calibration before returning it to the floor, system hours were 339.6. Second call same day, nurse stated they have a neonate on the device. The patient temperature keeps dropping and the device was not warming the patient. Nurse provided sn # (B)(6) and confirmed targeted temperature (tt) was 33.5c, patient temperature (pt) was 29.8c, water temperature (wt) was 14c. Diagnostics, outlet monitor temperature (t1) was 13.8c, outlet control temperature (t2) was 14c, inlet temperature (t3) was 14.1c, chiller temperature (t4) was 7.6c, water flow rate (wfr) was 0.8 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 66 percentage, water reservoir level (wrl) was 5. Nurse stated they were told water was added but they think it was when therapy was initiated. Walked nurse to event log, alarm 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic) were from when therapy was initiated. Since then, they have received alarm 10 (patient temperature 1 below 31c) and 11(patient temperature 1 below low patient alert). Patient temperature continuing to drop while on the phone, patient temperature (pt) was 29.4c. Nurse had overhead heat on patient, nurse turned up slightly to help patient temperature. Had nurse stop therapy and walked through placing device in manual control at 40c. After 15 minutes, water temperature (wt) was 16.1c, water flow rate (wfr) was 0.9-1 l/min, heater command (hc) was 81-84 percentage. Walked nurse through emptying pad and disconnecting, restarted manual control. After 10 minutes water temperature (wt) remained at 15c, heater command (hc) was 100 percentage, water flow rate (wfr) was 1.7 l/min. Informed nurse to send this device to biomed labelled not heating. They do not have another arctic sun machine; nurse will swap to an alternative therapy method. Per follow up information received via phone on 17dec2024, they confirmed no repairs were made on this device. The only issue they found was an overfill. Denied seeing any issues with flow rate. Device was drained of excess water and returned to use.